Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an atrial lead that did not capture at maximum output. Programming changes were made. No patient complaints or consequences reported.